Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button was harder to press. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump required more rewind than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or drive or motor anomaly noted during testing. The motor was tested outside of the device and passed. Device was monitored for 1 day. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. All buttons function properly. No unresponsive buttons or button error alarm no damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.